Event description:
It was reported that before the procedure the ep-fit plus /mpf ceramic insert delta size 48/36 was found broken in its packaging. The problem was resolved by changing the device and ancillary equipment for competitor devices. The item is available for analysis.

Manufacturer narrative:
The product is not sold in the us. Therefore, under the regulations set forth under 21 cfr 803, it is concluded that this is not a reportable event.